Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged. The following information was received by the initial reporter with the following: it was reported by customer that patient called for air in line for the atg infusion. Writer removed IV tubing from channel and inverted the soft tubing section that was inserted into channel where the air was present. Writer flicked tubing multiple times to try remove air from that section. Part of tubing at the distal end where tubing reaches blue plastic that locks into channel cracked and fluid was now leaking out of hole. Writer called for assistance, clamped IV tubing and inverted fill chamber to try remove any medication back into bag. Re-spiked with new tubing to infuse remainder of atg. Old tubing saved for cne to see. Unsure of exact volume lost but fluid in chamber was emptied back into bag so volume from end of chamber to end of line of atg lost. Pcc xxx was assisting and obtained broken tubing.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak / air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.